Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. Reportedly, there was evidence of bacteremia and vegetation on the tricuspid valve. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.